Manufacturer narrative:
(B)(4). Date sent: 02/10/2020. D4: batch # t5ec08. Device analysis: the analysis results found that the cdh25p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 02/03/2020.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a sigmoid colectomy, the doctor was compressing the tissue to complete the anastomosis with the powered circular stapler and the anvil tip detached from the trocar. The doctor continued to retract the trocar in the device, not knowing it wasn't attached. As a result, the doctor had to reattach the anvil head to the trocar, compress the tissue a second time, to perform the anastomosis. The doctor was able to perform the stapling procedure. The anastomosis passed the leak test. Doctor indicated this didn't happen with the manual stapler.